Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that the shock button on their device was inoperable during patient use. The customer advised that the device was used for synchronized cardioversion and the shock button did not work. Another device was used to defibrillate the patient. The customer also said, later during testing the shock button was not working in any mode. In this state defibrillation therapy would be unavailable if needed. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The patient did survive.